Event description:
It was reported the patient turned off the stimulation. Three weeks later both the charger and the programmer were unable to communicate with the ipg. The sjm representative was also unable to establish communication with extra external devices. Reportedly the patient is considering an ipg replacement procedure.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.